Event description:
Rn inserting IV catheter into pt. Was pulling stylet out of extension tubing and it was dragging. Put finger on top of extension tubing so plastic cannula would not pull out. Wire sprung back and went through the extension tubing and stuck rn in the finger.